Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the pelvic pain and alopecia outcome was unknown. The reporter considered alopecia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter added. Added event hair loss. Event pelvic pain was updated as serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and multiple sclerosis ('ms worse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), autoimmune disorder ("creates autoimmuno disorder"), alopecia ("hair loss"), sensory disturbance ("feel like baby kicking all through my body and in my stomach") and muscle twitching ("my 2 fingers like locked together and were trembling and twitching back and forth "). The patient was treated with surgery (she had essure removed, hysterectomy). Essure was removed. At the time of the report, the pelvic pain, multiple sclerosis, autoimmune disorder, alopecia, sensory disturbance and muscle twitching outcome was unknown. The reporter considered alopecia, autoimmune disorder, multiple sclerosis, muscle twitching, pelvic pain and sensory disturbance to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the events ¿ms worse¿ and ¿creates autoimmuno disorder¿ were added. Reporter information were added.fu 3,4 and 5 processed together. On 23-mar-2020: social media report received reporter information were added. On 23-mar-2020: social media report received :reporter information were added. On 23-mar-2020: social media report received :reporter information were added. Events added: twitching and abnormal physical sensation. On 23-mar-2020: social media received: reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.